Manufacturer narrative:
The issue was observed by stryker during evaluation. The stryker depot technician determined the system printed circuit board (pcb) needed to be replaced however it is not longer available for this device. The customer requested to have the device returned unrepaired. The cause of the reported issue was determined to be a faulty system pcb.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not complete the boot up cycle. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.